Manufacturer narrative:
Analysis of the films provided showed the radiopaque tip of the introducer sheath positioned proximal to the stent. Once dye was injected, the fluid followed the path of least resistance and unfurled the pleats of the folded balloon. Typically a 5 cc syringe is used to inject dye which can generate significant pressures due to the decreased orifice size. This pressure combined with what may have been a heavily calcified lesion is enough restriction to force the fluid under the stent causing it to migrate distally. Duplication of this has been completed successfully during bench testing using (B)(4). Based on the information provided, atrium can find no fault with the manufacturing process or the catheter in question.

Event description:
Stent dislodged from balloon when contrast was injected through sheath. Bilateral iliac bare metal stents were re-stenosed. Laser arthrectomy performed. Both iliac bare metal stents were crossed with wires, then dilated with balloon. Both icast were positioned for simultaneous inflation. Small injection of contrast pushed icast in left iliac partially off balloon. Balloon was partially inflated and stent pulled back into position again. Balloon was inflated again and icast watermelon seeded out of position again. A 0.001" wire inserted then smaller balloon captured icast. Icast repositioned and deployed safely and in good position with good results. Doctor spent two extra hours trying to reposition stent at bifurcation.